Manufacturer narrative:
No product will be returned for eval. This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt changed the infusion set on (B)(6) 2011, and blood glucose was "ok". On (B)(6) 2011 at 6:00 p.m., blood glucose elevated to approx 400 mg/dl. Pt felt very sick and nauseated and he threw up. He delivered a correction through the infusion device, but this was not successful. At midnight, pt called an emergency physician and received stationary treatment from (B)(6) 2011 - (B)(6) 2011. On (B)(6) 2011, the physician or nurse noticed that insulin was leaking from the infusion tubing near the adapter or luer lock. Pt tested positive for ketones. At the time of the report, blood glucose had returned to his normal blood glucose range, which is approx 180 mg/dl. Alleged infusion set was discarded and will not be returned for eval. No add'l info was provided.